Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate after loading the cartridge with cold insulin. It was also reported that the pump's time was inaccurate and pump is "losing time". There was no impact to the customer's blood glucose level. Due to inaccurate fill estimate occurring in the past, troubleshooting for this event was unable to be performed by tandem technical support. Customer was guided through correcting the pump time and reported eventually receiving a correct fill estimate.